Event description:
It was reported that the pt's catheter was fractured. No pt symptoms were reported. The intrathecal portion of the catheter was left in the pt and the other portion was revised. The pump was used to deliver baclofen.